Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 41541-1-0-0-3. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event occurred during testing; there was no patient injury. One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with scratches and cracks found on lcd lens screen, and a missing battery door. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported issue. To further investigate, a functional test was performed. Customer reported problem was not duplicated. The latch/lock optic flex sensor was replaced for preventative measure.